Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Eval revealed a dislodged display screen and partially dislodged force sensor pins.

Event description:
It was reported that insulin dispensed during the load cartridge step. A family member stated that there were 85 units in the cartridge and the entire amount was emptied during the load step. She noted that the pt was not connected to the pump during the load step. The family member stated that prior to this event, the pump emitted loss of prime warnings about five times per day for about one and one half weeks. She reported that the pt disconnected and primed the pump after each alarm. The pt noted that she used cartridges out of at least two separate boxes and changed cartridge three times during the reported time period.